Manufacturer narrative:
All information reasonably known as of 13 nov 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Refer to 9611594-2023-00119 for the second report.

Manufacturer narrative:
Health effect - clinical code: appropriate term / code not available: increased work of breathing the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. The root cause is undetermined. All information reasonably known as of 15 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by (B)(4) represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(4). (B)(4) has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an (B)(4) product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to (B)(4) for the second report. It was reported, ¿mop [mother of parent] informed registered nurse [rn] that their child's nasogastric [ng] tube broke in the middle of the night (while inside of the child) and was passed through the child's stool (mop sent a photo via mychart of part of the ng tube in the child's stool). Estimated length of ng tube in stool was 5 cm. Family attempted to replace ng tube but could not successfully do so and was instructed by the team to go to the emergency room for further evaluation. Xray was recommended, no remnants of previous ng tube were found in xray. Patient was stable, sleeping comfortably per mop. No increase in work of breathing, diarrhea, vomiting or abdominal distention reported. The patient was not harmed.¿ the ng tube was initially placed on (B)(6), 2023 at home by family. No medical interventions required.